Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the white inflation tube was dropped off prior to patient use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the blue side arm was detached. Cuff pressure was then tested by inflating the clear cuff to 25mbar using a calibrated endo test meter. It was observed that the clear cuff could be inflated and the cuff pressure was maintained. The side arm that was detached was examined under magnification. It was observed that some of the inflation tube was inside the air lumen. This could be caused by rough handling of the tube. Samples were selected from the current production at the manufacturing facility and an attempt was made to replicate the defect. Based on the simulation testing, it was determined that the detachment was most likely caused by improper handling by applying high force. In the current manufacturing procedure, 100% leak testing during the assembly process and a 100% visual inspection is performed at the packing area; therefore, any defects would be detected prior to release from the manufacturing facility. (Con't) other remarks: it is very likely that the detachment was caused by mishandling of the product by the user, although this could not be confirmed. The root cause is listed as unknown.

Event description:
The customer alleges that the white inflation tibe was dropped off prior to patient use.